Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the delivery wire was "hesitant" to retract into the catheter once the retracta detachable embolization coil was deployed. This occurred during the 7th delivery for a splenic artery embolization. The angiographic catheter and wire were removed together, and the coil placement was successful overall. It was further noted that the proximal coil was stretched. There were no reported serious injuries to the patient as a result of the product problem.